Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a coil embolization to an unknown vessel, the physician used a uniform 4mm x 7.5 cm coil (fcx100407, 31154117). They tried twice to detach the coil with a mechanical detachment handle (mdh1, lot unknown) and it failed to detach. On third try, it seems the proximal wire of the coil (the part inside detacher) broke off. The coil did not detach, and they took it out of the patient. The piece that hospital claims to have broken off and the detacher were not saved and only the coil will be returned for analysis. Additional event information received on 03-sep-2025 indicated that this was the first coil they tried to use. There was no resistance mentioned. There was no report of embolic coil damage. There was no mention of any complexity with anatomy or patient. No patient injury was reported. No additional information is available.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during a coil embolization to an unknown vessel, the physician used a uniform 4mm x 7.5 cm coil (fcx100407, 31154117). They tried twice to detach the coil with a mechanical detachment handle (mdh1, lot unknown) and it failed to detach. On third try, it seems the proximal wire of the coil (the part inside detacher) broke off. The coil did not detach, and they took it out of the patient. The piece that hospital claims to have broken off and the detacher were not saved and only the coil will be returned for analysis. Additional event information received on 03-sep-2025 indicated that this was the first coil they tried to use. There was no resistance mentioned. There was no report of embolic coil damage. There was no mention of any complexity with anatomy or patient. No patient injury was reported. No additional information is available. The device was returned to j&j medtech for further evaluation. A non-sterile uniform 4mm x 7.5 cm coil was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the delivery system was separated. The separation was noted at the proximal end of the support coil, exposing the complete puller wire from the main delivery tube. The embolic coil was no longer attached to the delivery system. The manual break was intact. Microscopic inspection revealed a fractured condition on the support coil exposing the lubricious sleeve and a stretched condition. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue reported regarding the broken wire is confirmed based on the damage observed. With the limited information reported, the root cause of such failure remains unknown; therefore, the issue reported regarding the failure to detach cannot be evaluated due to the severity of damages of the delivery system. The coil detachment was not originally reported, and the exact time of occurrence cannot be determined. Since it was stated that the embolic coil did not detach during the procedure, it is suggested that the detachment could have occurred during the handling post-procedure of the device. However, failure to detach issues are being addressed through j&j medtech quality systems. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h7, h9 and h11. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.